Manufacturer narrative:
5/8/97-supplemental report #1 submitted to FDA.

Event description:
The disposable loading unit was used with disposable stapler during a wedge resection procedure, the staples did not form properly. The hosp has not provided any add'l info.